Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer encountered a repeated recoverable fault 23069 on arm 3 that will not recover. System logs confirmed the error. The customer aborted the procedure due to an unrelated error. The procedure was aborted without patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was aborted. Procedure was delayed by roughly 45 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the madd board to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
This universal surgical manipulator (usm) unit was returned for failure analysis, and the reported 23069 error was confirmed but not replicated. In logs, the 23069 error was found along with a 23068 error, both pointing to usm pitch and indicating an issue with the pitch cva, confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and passed all relevant tests within specification. The unit was then installed onto a golden system and functioned as expected. Power cycling and exercising the usm multiple times did not reproduce the reported error. Failure analysis identifies the pitch motor module and aca as the potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.